Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device misdiagnosed episodes that appeared to be non sustained episodes of vt as oversensing. Review session records confirmed that inappropriate programming caused the device to label the episodes as oversensing. It was noted that the patient passed away in the following days due to end stage renal cancer. The device therapies were deactivated at the time of death. There is no known allegation from a health professional that suggests the death was related to the device.